Manufacturer narrative:
(B)(4).

Event description:
Information was received from the friend of a patient who was previously implanted with a spinal cord stimulation system and currently has an infusion pump system. It was reported that the patient had their system completely removed and ended up with a staphylococcus infection. It was not clear if the reporter was referring to a spinal cord stimulation system or an infusion pump system. Additional information has been requested regarding the components of the system and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.